Event description:
An MRI work-up incidentally found a basilar tip and a left ica bifurcation aneurysm. The basilar tip aneurysm was treated in 2003 with two boston scientific gdc plastinum coils and eight microvention hydrocoil embolic system (hes) platinum/polymer coils. One hour post-procedure, pt developed visual field deficits and hemianopsia. Pt given 3 mg reopro and pt stabilized. 4/2004 pt presented with severe headaches, balance issues and ringing in both ears. The left internal carotid artery aneurysm was treated with two boston scientific gdc platinum coils, three microvention hydrocoil embolic system (hes) platinum/polymr coils and one boston scientific matrix platinum/polymer coil. No procedural complications noted. In 5/2004 pt presented with headaches and some balance problems. MRI revealed hydrocephalus. Pt treated with shunt and symptoms resolved.